Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinically relevant supporting documentation, radiographs, lab reports or operative report a thorough medical investigation of the reported infection in one of the plates and painful hardware cannot be performed. However, since it was reported the outcome of the patient is good, no further clinical/medical assessment is warranted at this time. Should any additional relevant information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that 15 screws and 6 plates from s+n were explanted from the patient due to an infection in one of the plates. The patient also reported it was a "painful hardware". The outcome of the patient was good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.